Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe had foreign matter the following information was received by the initial reporter with the following verbatim. They¿ve got the same problem with black dirt inside the syringe.

Manufacturer narrative:
One (B)(6) sample was received for investigation of pr (B)(4), in which the customer has stated: "once again we have observed soiling in the syringe." The sample was received with 8ml of fluid in the syringe, no packaging was received with the sample; however, the customer has indicated that the lot number is 24036109. A visual inspection of the returned sample confirmed the customer's experience as a black spot was observed inside the syringe. The spot appears to be embedded in the wall of the syringe as it did not move when the fluid was agitated. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the foreign matter is most likely to have been caused by burnt granules from the raw material that have been embedded into the drip chamber wall during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for lot 24036109 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the (B)(6) product in the past 12 months.

Event description:
No additional information.